Event description:
A female with very tortuous arteries and renal issues underwent initial aaa repair in 2007 with limited contrast. The physician landed one of the iliac leg grafts short in the right common and placed a main body extension in the leg graft. He then placed another main body extension distal to the first main body extension. The final run looked good. CT done in 2008 revealed a distal type I endoleak due to main body extension separation, so on the same month, the physician placed two more main body extension grafts to successfully resolve the endoleak. This was done to preserve the right internal from being embolized. The right common aneurysm was too big for a 24mm limb and why the physician placed the cuffs. Pt is well.

Manufacturer narrative:
Event evaluation: still under investigation.